Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. A 3.5x18mm xience alpine drug eluting stent (des) was advanced over the guide wire (gw) however the stent met resistance with the guide catheter while being advanced into it, becoming stuck inside of the guiding catheter, and could not be removed. The delivery system, the stent and the guide catheter were removed from the anatomy as a single unit. The stent struts were noted to be flared. There was no issue with the guide wire, and it was used with another xience alpine stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation and shaft stretching were confirmed. The reported difficulty to advance and difficult to remove could not be confirmed due to the condition the device was returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guide catheter during advancement causing the reported difficulty to advance and subsequent material deformation. Continued resistance with the guide catheter was noted during removal causing the reported difficulty to remove and subsequent stretching of the shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.rdc code 1601 added.

Event description:
Subsequent to the initial 30-day MDR report, the following information was provided:after removal of the stent delivery system, it was noted that the inner member was stretched. No additional information was provided.